Manufacturer narrative:
Log data for the reported 25-mar-2025 low blood glucose (bg) event was reviewed. No device malfunctions or factory resets were identified. No motor errors were noted that would suggest inaccurate insulin delivery. The ilet system functioned as expected, with appropriate cgm alerts triggered and insulin dosing adjusted in response to glucose values. Alerts were not consistently acknowledged by the user. Supply changes and insulin delivery patterns were consistent with expected behavior.

Event description:
On 25-mar-2025, the clinical diabetes specialist reported that the user experienced a low blood glucose (bg) event of 43 mg/dl, which was treated with soda and did not require medical intervention. On follow-up, it was confirmed that the event occurred after the user changed the cartridge without rewinding the pump and while the tubing remained connected to the body, resulting in insulin being unintentionally delivered. The user has since reviewed the correct supply change procedure with the clinical team.